Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 105 mg/dl. The customer stated that he received a motor error and he changed the battery and it was low. The customer stated that he received an unable to exit training mode due to bad battery, device software error, and force sensor calibration values corrupted error from the insulin pump. The customer stated that the pump started to vibrate nonstop and it alarmed motor error when you change the battery. The customer stated that if you press the escape and act button, it will count up and then everything lights up. No formal troubleshoot for the alarms were done since the pump is not functioning.

Manufacturer narrative:
The pump was received stuck in an alarm loop after battery installation due to a software error. Unable to perform any test or verify low battery, motor error or other alarms due to the alarms. The motor was tested outside of the device and it passed. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.